Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
A caller reported that his wife recently had blood glucose levels of 30 mg/dl and 28-29 mg/dl. Paramedics were called for both incidents and treated with a glucose shot. The caller requested assistance with the insulin pump's settings. The insulin pump was not replaced or returned for analysis.